Event description:
The customer reported that the cine function was not working , resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was reformatted. The system was tested and found to be operating as intended.